Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure the catheter detached from the handle. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device found that the flare was detached and the catheter was kinked. Evidence of the flare manufacturing process was present on the catheter. Also, it was found that the catheter length was out of specification. Functional testing could not be performed due to the flare detachment. The complaint that the catheter detached was confirmed. Additionally, the catheter length was also found to be out of specification and it was determined that it was incorrectly cut during manufacturing process. It is possible that the flare detached as a result of this error, therefore the most probable root cause is manufacturing. There is an investigation in place to address these issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure the catheter detached from the handle. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event: flare detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.